Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cholecystectomy, while doing a normal suturing, the needle detached from the thread. They replace the suture to complete the case. No patient injury.